Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. Reportedly, the cgm bg reading was approximately 250-280 mg/dl and the meter bg readings was approximately 120-140 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.